Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having alignment issues, they do not have good bite alignment. They went to their dentist, who informed them that their teeth are not aligned. This misalignment is causing the patient additional issues of pain and discomfort. Provided hhtt tips, requested bite video and letter of recommendation to cease treatment.